Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, immediate implantation, bone resorption, crestal bone loss (local, not circular), till 2nd thread.